Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.b3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autoguard bc leaked at the junction of the hub and connection tubing. The following information was provided by the initial reporter: xxx, rn place IV catheter in patient. Once placed, a small whole was noted on the blue part of the connection hub to the j-loop. Fluids would leak out before reaching patient. IV was discontinued and another was started.